Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP while using the device emitting a strange odor. There was no report of patient harm or injury. The technician performed an external and internal inspection of the device and observed there is evidence of thermal damage to the humidifier heater plate. This report is being submitted for the thermal damage to the humidifier plate. In this report, section h6 [problem code] has been updated.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP while using the device emitting a strange odor. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The technician performed an external and internal inspection of the device and observed there is evidence of thermal damage to the humidifier heater plate. There are clear indications of residue and discoloration on the humidifier plate assembly and/or the humidifier spring (likely due to a thermal event, confirming the complaint). Root cause of customer complaint/return is supplier (sunny) manufacturing/assembly error.